Event description:
The patient presented for a one-week follow-up after implantation of an aveir right ventricular leadless pacemaker (rv lp), at which time ventricular pacing was noted without capture and the device was not appropriately marking qrs complexes. A chest x-ray showed the rvlp had dislodged to the right pulmonary artery. The device was unpaired prior to retrieval, and it was successfully retrieved using the retrieval catheter. A second attempt to implant a new rv device was attempted. During the implant, contrast was observed in the pericardium, and echocardiogram demonstrated an extremely small pericardial effusion, likely caused by the protective sleeve because the device itself was never released from it. The patient remained stable and required no intervention. Rvlp implantation attempt was aborted during the procedure on (B)(6) 2026. The patient was discharged the following day without issues and is reported to be stable.